Event description:
It was reported that during a remote follow up, far field oversensing was reported on the device. Abbott technical services was contacted and reprogramming of the device is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.